Event description:
According to the event description: "a catheter that broke during removal".

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow- up will be submitted when the investigation results become available. Note: this reported is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The complaint processing department received no sample and no picture. Thus, a further evaluation and investigation of the complaint is not possible. Summary and assessment: as no sample and no picture was provided for investigation, a malfunction could not be detected and therefore, the defect is considered as not confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.